Event description:
It was reported that the laser fiber snapped into two during use. There was no injury to the patient.

Event description:
It was reported that the laser fiber snapped into two during use. There was no injury to the patient.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.